Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The lot number is not currently available.

Event description:
It was reported that the tip of truespan broke. No harm to patient. No delay in surgery. New truespan was opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Additional information received from affiliate on 13september2018: the lot number of the truespan 12 degree peek device was l789825 and l896410. The broken piece did not detach from the gun. No broken pieces were inside the patient; it was not necessary to remove any. It was noted the device is available to return for evaluation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the lot number was inadvertently left out in the previous report. It has been updated as l789825. Additional information: the exp date was reported as unknown in the initial report and has been updated as 2/28/2021; therefore, UDI: (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A non-conformance search was performed for this part(228151), lot(l789825) combination and no non-conformance's were identified. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.